Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy, uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations") and genital haemorrhage ("bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("acute abdominal pain"), groin pain ("inguinal and lumbar pain"), the second episode of abdominal pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea, vomiting, alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), syncope ("fainting"), insomnia, affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia, depression, menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis, dermatitis, visual impairment ("decreases of sight"), ear disorder, weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness, migraine ("severe migraines"), amnesia, paraesthesia ("tingling of limbs"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles"), uterine leiomyoma ("uterine fibroids") and hyperhidrosis ("abnormal sweating"). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterectomy, uterine injury, genital injury, genital haemorrhage, groin pain, the last episode of abdominal pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, syncope, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered affective disorder, alopecia, amnesia, arthralgia, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, hysterectomy, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.